Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be a potential use error. Upon receipt, a review of device history logs confirmed the reported fault. The device then underwent extensive testing of all critical functions, performing to specification throughout. No fault was found on the returned device or pad-pak that could lead to the reported fault. During the investigation, the device was found to be correctly measuring impedance throughout the range even under the stress of elevated temperature. Therefore, the investigation can only suggest a potential use error of the device. The device has been retained by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to detect a patient impedance during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.